Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-00905, 0001822565-2019-00906, 0001822565-2019-00907, 0001822565-2019-00908,, 0001822565-2019-00909 0001822565-2019-00910, 0001822565-2019-00912. Concomitant medical products: femoral component option item# 00599401691 lot# unknown, stemmed tibial component precoat size 6 item# 00598004702 lot# unknown, stem extension offset item# 00598802016 lot# unknown, distal femoral augment block precoat item# 00599003620 lot# unknown, prc agmt block post sz f 10mm item# 00599003602 lot# unknown, prc agmt block post sz f 5mm item# 00599003601 lot# unknown, articular surface with locking screw item# 00599404012 lot# unknown. (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised on an unknown date due to an unknown reason. There is no additional information at this time.